Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an auto fill failure after thirty minutes of gas gain.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had an auto fill failure after thirty minutes of gas gain. No patient harm or injury occurred.

Manufacturer narrative:
Additional point of contact - (B)(6), biomed. Getinge field service engineer (fse) could not duplicate the failure. Unit atmospheric pressure calibration was off by 3 mmhg. Getinge field service engineer (fse) performed full system calibration. He allowed system to run on test balloon, no errors indicated during test run. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.

Event description:
N/a.